Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated. A test mixing pump had to be installed during decon for the unit to cool. The device was not repaired per instruction from bd louisville. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as this is not an out-of-box failure and therefore is not manufacturing related. Based on the results of this investigation, no additional actions are required. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the root cause was determined to be corrupt data in nvram on the processor and had a failed mixing pump and device did not cool. The arctic sun device had alarm 61 (non-recoverable system error). The system hours were 877 and pump hours were 655.

Event description:
It was reported that the root cause was determined to be corrupt data in nvram on the processor and had a failed mixing pump and device did not cool. The arctic sun device had alarm 61 (non-recoverable system error).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.